Manufacturer narrative:
Age at time of event - older than 18 years. Returned product consisted of a guidezilla guide extension catheter with an unidentified guidewire and non-bsc device. There was contrast on the lumen of the guidezilla. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set and met specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/proximal shaft bond/weld with the pfte intact. Microscopic examination presented no damage or irregularities in the tip. The non-bsc device that was returned with the complaint device and used in this procedure was used for functional testing. The returned non-bsc stent delivery system (sds) was visually inspected and no damage was noted. Functional testing was performed by attempting to insert the non-bsc device through the collar of the guidezilla; however, the device would not advance through the collar due to the partial collar/shaft separation. An 18mm x 3.5mm promus element plus sds was also used for functional testing. Functional testing was performed by attempting to insert the promus element plus sds into the collar of the guidezilla; however, the promus element plus sds was also unable to advance through the collar of the guidezilla due to the partial collar/shaft separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that frictional resistance occurred. During percutaneous coronary intervention, a non-bsc imaging catheter was unable to be advanced through a guidezilla 145, 5-in-6 extension catheter. The guidezilla and the non-bsc imaging catheter were removed as a single unit without any issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is good. However, the device analysis revealed a partial shaft separation.